Event description:
It was reported that the patient presented to the clinic for a scheduled follow-up. During the interrogation of the pulse generator, it was noted that the right atrial (ra) lead exhibited oversensing of noise which resulted in inappropriate automatic mode switch (ams) episode. The noise was reproducible in clinic. No intervention was performed. The patient experienced no adverse consequences.